Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as multiple hardware. The fse replaced the buffer syringe, ion-selective electrolyte (ise) electrodes and ise tubing. The fse also removed extra o-ring from buffer syringe, tightened one fitting to valve, cleaned out clogged drain, performed ise enhanced cleaning, selectivity check and calibration which resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously erratic sodium (na) and chloride (cl) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide examples of the erroneous data or demographics.